Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported power error. Customer's blood glucose was unknown. Customer reported that insulin pump has died 3 times during the nights without warning - said she does not trust the pump anymore. Customer performed troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Unit was programmed and monitored for one day, no blank display noted. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error (B)(4), low battery, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error (B)(4), unexpected low battery, unexpected power loss alarm, unexpected replace battery alert or unexpected replace battery now alarm noted in the pump trace download. Unit had scratched case, cracked case at the corner of the belt clip rail, cracked battery tube threads, pillowing keypad overlay, cracked keypad overlay at the select button, keypad overlay texture damage, stained keypad overlay, a cracked retainer and a stained serial number label.